Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly which resulted in the pump shutting down. The customer¿s blood glucose was 355(mg/dl). Reportedly the customer reverted to manual injections for insulin therapy.